Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ shielded IV catheter was found "perforated" or "ruptured" when introducing it. The following information was provided by the initial reporter, translated from spanish: "at the moment of introducing it.. The catheter ruptures." "¿ how many units of the product presented the reported deviation? (Amount affected); a: 1. ¿ also, too much pain, has there been any harm to the patient? (Ex: bruising, swelling, bleeding, etc. - detail) a: no, none. ¿ was there a need for medical and/or surgical intervention due to what happened, the pain, or the damage? (Example: imaging tests, surgery, medication administration, etc. - detail); a: no, none. ¿ has there been exposure of the patient's blood to the professional's mucous membranes or skin, or was the professional wearing personal protective equipment? If there was exposure, have post-exposure prophylactic actions been taken? (Eg, retroviral tests or medications); a: no... ¿ what do you mean by ¿the chuck breaks¿? Does the catheter separate from the device? Or does the needle go through the catheter? Other, describe; a: plastic fastener looks perforated. ¿ before the puncture, did the professional rotate the needle 360° to release the adherence between the catheter and the needle? A: unknown. ¿ did the practitioner wait for/observe the reflux of blood into the chamber prior to needle removal? A: no return was confirmed. ¿ at what point did the professional withdraw the needle? A: when the catheter is advanced and it is identified that the plastic fixator has been damaged... The plastic fixator informed by the client refers to the catheter."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ shielded IV catheter was found "perforated" or "ruptured" when introducing it. The following information was provided by the initial reporter, translated from spanish: "at the moment of introducing it.. The catheter ruptures." "How many units of the product presented the reported deviation? (Amount affected); a: 1 also, too much pain, has there been any harm to the patient? (Ex: bruising, swelling, bleeding, etc. - detail) a: no, none. Was there a need for medical and/or surgical intervention due to what happened, the pain, or the damage? (Example: imaging tests, surgery, medication administration, etc. - detail); a: no, none. Has there been exposure of the patient's blood to the professional's mucous membranes or skin, or was the professional wearing personal protective equipment? If there was exposure, have post-exposure prophylactic actions been taken? (Eg, retroviral tests or medications); a: no... What do you mean by ¿the chuck breaks¿? Does the catheter separate from the device? Or does the needle go through the catheter? Other, describe; a: plastic fastener looks perforated. Before the puncture, did the professional rotate the needle 360° to release the adherence between the catheter and the needle? A: unknown. Did the practitioner wait for/observe the reflux of blood into the chamber prior to needle removal? A: no return was confirmed. At what point did the professional withdraw the needle? A: when the catheter is advanced and it is identified that the plastic fixator has been damaged... The plastic fixator informed by the client refers to the catheter."